Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to avoid filling the cartridge with more than 300 units of insulin and to clean the pneumatic tap area on the pump. After reloading the same cartridge, the issue was resolved, and the customer successfully resumed insulin usage.